Event description:
Report received of an out of box tubing separation. The customer reported that the male end had separated from the tubing, along with another unidentified piece. There was no patient involvement. Though requested, no additional information was provided.